Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker was interrogated. The health care professional (hcp) was seeing the patient rate was intrinsic around 55 to 60 beats per minute (bpm) and not seeing any pacing. Boston scientific technical services (ts) discussed to use magnet to check magnet rate, battery status, etc. The health care professional (hcp) was questioning if the device was still working or not. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects reported.